Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at customer site. The customer reported complaint for the thermogard displaying an error message mid: 23 (patient probe offset) was confirmed. The defective pc board was replaced and the system was calibrated to remedy the fault. A review of the event log was performed and found multiple error message mid: 23 around the customer reported event date. An additional repairs were performed as part of routine maintenance. The glycol level and air filter were checked, after which the console passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
The thermogard tgxp ivtm system (sn: (B)(4)) was displaying an error message mid:23 (patient probe offset). Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.